Event description:
It was reported that the customer stated the jelly or iodines in 7 bard touchless catheters have been missing in the last couple months. Per additional information received from the customer via email on 12sep2019, he was not sure which catheters were missing iodine or jelly.

Manufacturer narrative:
The reported event was confirmed. Visual evaluation of the returned samples noted two bard touchless male urethral catheter kits in open original packaging. No lubricating jelly packets were identified in the kits. The lubricating jelly packet is part of the product structure per end item/product structure. No iodine swabs were returned in the packages but there was possible iodine stain on the packaging. Although the reported event was confirmed, a root cause could not be determined. A potential root cause could be incorrect operation. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: ¿after use, this product may be a potential biohazard. Handle and dispose of in accordance with accepted medical practice and applicable local, state and federal laws and regulation." H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the customer stated the jelly or iodines in 7 bard touchless catheters have been missing in the last couple months. Per additional information received from the customer via email on 12-sep-2019, he was not sure which catheters were missing iodine or jelly.